Event description:
It was reported that the customer didn't think the insulin pump was delivering the correct amount of insulin. It was stated that the customer has been giving himself manual injections in his arm to treat. It was also stated that the customer received several no delivery alarms and another alarm in early (B)(6). The customer felt that the insulin pump was not working correctly, and so did his hcp. His doctor wanted him to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.